Manufacturer narrative:
Additional information received from the customer stating that no additional occlusion alarms had been received after a new box of cartridges was used. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was not impacted during the past occlusions and was currently at 218 mg/dl. After an alarm, insulin injections were used to manage the bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be possibly related to the cartridge.